Event description:
It was reported that episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable with no consequences.

Event description:
Additional information was received that right ventricular (rv) lead damage is alleged but not confirmed. The device was reprogrammed as an interim solution. Surgical intervention is anticipated but not yet performed.